Event description:
Caller reported an error with their continuous glucose monitor (cgm), specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer was guided by technical support to perform a pump reset, after which the cgm error was resolved, and they successfully started their sensor session again.